Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump keeps alarming no delivery. Customer's blood glucose was 284 mg/dl at the time of the incident. Customer stated that the insulin did exit. Customer was advised to rewind the pump and run a manual prime. Customer stated that the pump alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will also be sent replacements for the 5 infusion sets.